Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, and cloudiness/voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.